Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated occlusion alarms had occurred. The pump successfully performed a rewind, load, and prime sequence and a 24 hour exercise test with no errors, alarms, or warnings occurring. The force sensor calibration was within specifications and there were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation.